Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient thought the battery had died because ¿it¿ seemed to be fine and the patient had ¿no problems with it¿ but they did not feel stimulation anymore. In (B)(6), the patient went to fly and was going to turn the ins off to go through security, but they saw a face with a doctor and telephone. The patient could tell when the implant was on because they could sort of feel stimulation. The patient checked the code under the call your doctor message and it read por. It was reviewed that the healthcare provider (hcp) could do an ins battery longevity test, check the ins, and clear the por message, and it was noted the patient would follow-up with their hcp. It was reported that the device was implanted for bowel. No further complications were reported/anticipated.